Event description:
False negative result(s). False negative. The user posted "beware that these tests aren't always accurate. My flu test came back negative and because of this I thought it was something I could fight off on my own. I ended up in urgent care where I tested positive, and they sent me to the ER. If in doubt of your results, have a professional give you a test."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.